Event description:
It was reported the programmer showed ECG (electrocardiogram) noise on the analyzer screen, only on the atrial channel. Cables were changed, with the same result. The programmer was determined to be the cause of the issue because the analyzer worked fine with another programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer showed noise on the analyzer screen, only on the atrial channel. The programmer was determined to be the cause of the issue because the analyzer worked fine with another programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Noise on the ECG (electrocardiogram). Loose ECG connector found on a printed circuit board assembly.